Event description:
It was reported that the patient with this pacemaker presented to the emergency room (ER) after experiencing syncope. The patient had an intrinsic rhythm in the 40 beats per minute range. Upon device interrogation there were right ventricular (rv) pace impedance measurements of greater than 3000 ohms observed as well as no capture. An rv lead fracture had been suspected. A temporary pacing wire was used until the rv lead revision was performed the following day. During the procedure, the chronic rv lead was surgically abandoned. A new rv lead was placed and had good measurements via the pacing system analyzer (psa). When the new rv lead was inserted into the pacemaker, impedance measurements could not be obtained, and rv noise was observed. Several troubleshooting attempts were made, and the physician attempted to connect the rv lead to the device again; however, the noise was still present. A device header connection issue was suspected. Subsequently, a new pacemaker was successfully implanted along with the new rv lead. No additional adverse patient effects were reported. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
(B)(4). The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient with this pacemaker presented to the emergency room (ER) after experiencing syncope. The patient had an intrinsic rhythm in the 40 beats per minute range. Upon device interrogation there were right ventricular (rv) pace impedance measurements of greater than 3000 ohms observed as well as no capture. An rv lead fracture had been suspected. A temporary pacing wire was used until the rv lead revision was performed the following day. During the procedure, the chronic rv lead was surgically abandoned. A new rv lead was placed and had good measurements via the pacing system analyzer (psa). When the new rv lead was inserted into the pacemaker, impedance measurements could not be obtained, and rv noise was observed. Several troubleshooting attempts were made, and the physician attempted to connect the rv lead to the device again; however, the noise was still present. A device header connection issue was suspected. Subsequently, a new pacemaker was successfully implanted along with the new rv lead. No additional adverse patient effects were reported.